Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer went to the emergency room (ER) due to blood glucose (bg) level above 400 mg/dl with ketones. Bg was treated with intravenous insulin and fluids, as well as insulin pen injections. Reportedly, customer left the ER a few hours later in good condition.